Event description:
It was reported that a Wearable Failure occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient started vomiting, experienced DKA, seizures and syncope. The CGM reading was 213 mg/dL at that time, no BG meter at this time. 1:54 PM then patient called Emergency medical services (EMS.) EMS arrived 3:30pm. From 1:54PM to 3:30PM the sensor had failed and readings returned. Ambulance arrived patient was unconscious in the bathroom floor 4 EMS had to pick him up. EMS arrived BG meter 319 mg/dL patient was unsure what CGM was at this time. The patient experienced syncope twice on the way to the hospital. There was no information provided about the treatment at the hospital but IV fluids were documented (not confirmed). at 10:30PM the BG reading was 280 mg/dL and the patient was discharged. At 11PM the BG reading was 378 mg/dL. The patient went home and used insulin pen. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of Diabetic Ketoacidosis and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.